Event description:
(B)(6) year-old female consumer reported having a gum graft, experiencing gum recession, wearing of her gums, oral pain and oral sensitivity while using comfort fit dental guard. The consumer reported using a comfort fit dental guard daily for 2 years for protection against bruxism on unknown dates. The consumer stated she already had some gum recession from having braces in the past, she noticed that the front of the guard was wearing the flesh at her gum line, and she experienced sensitivity and pain. She states she stopped using the guard 4 or 5 months ago. She went to her dentist who referred her to a periodontist. The periodontist evaluated her and took measurements for gum grafts. On (B)(6) 2016, she had the gum grafts done; the doctor took flesh from the roof of her mouth and grafted it to the areas where her gums had been worn. The consumer said there were a few small areas and 1 large area that were grafted, the large area was from the front of the guard rubbing while she was sleeping and grinding during the course of her 2 years of use and the small areas were from when she had braces in the past. As of (B)(6) 2016, the status of the gum recession, wearing of her gums, oral pain, oral sensitivity are unknown.